Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins). It was reported that the stimulator had stopped charging, stimulator basically did the same thing as what the cordless phones did where at one point in time it would just hold the charge for 10 mins and then she would have to charge the whole thing for 8 hours so basically she had to have the implant removed because it was like a paper weight that was sitting in her butt that wasn't doing any good. At the time she got tricare to authorize the removal of the lead she already had arthritis built up around the wire and so the wire couldn't be taken out. Patient said the reason for patient's call was to find out what kind of wire she had because until she found out what kind of wire it was she couldn't have an MRI. The patient reported that she needed an MRI of her back and was unrelated to the device and was due to continuing and degenerating discs disease so from that she has other issues related to the ddd. Patient dropped off line before further information could be collected or reviewed with the patient. No further complications were reported/anticipated.